Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding outcomes in heart failure patients with type two diabetes treated by cardiac resynchronization therapy defibrillator (crt-d) and glucagon-like peptide 1 receptor agonists versus conventional hypoglycemic drugs. It was reported that 33 of the 559 patients in the study received inappropriate therapy from their crt-d. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. There was no mention of subsequent intervention and the devices remain in use. No further patient complications have been reported as a result of this event.